Manufacturer narrative:
3191 code was used to denote surgical intervention. This lead was originally indicated as returned, however has been updated as not returned.

Event description:
This report is being filed with updated conclusion code.

Event description:
It was reported that review of the report for this implantable cardioverter defibrillator (ICD) patient found that the right atrial (ra) lead pacing impedances were high out of range. The device was programmed to dual chamber therapy. The plan was for the patient to follow-up with their provider. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
Additional information was received that this lead was partially explanted and replaced due to observations of high pacing impedances greater than 3000 ohms, where there was no sensing or capture. An x-ray and fluoroscopy were performed, and subsequently the lead was revised. Surgical observation determined that they could visibly see a conductor fracture, as the coil was separated inside the insulation near the suture sleeve. No adverse patient effects were reported.